Manufacturer narrative:
H6: investigation summary four photos were provided to our quality team for investigation. Upon examination of the returned photos, the needle hub cracked was observed. No other information obtained from provided photos. Based on the investigation with the photo sample analysis the symptom reported is confirmed, but without the physical sample analysis a probable root cause could not be offered. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10

Event description:
It was reported that the bd safetyglide¿ needle experienced a crack with the plastic material of the cannula hub causing leakage. The following information was provided by the initial reporter: the defect was confirmed during sample examination. However, the leakage could be traced back to a crack within the plastic material of the cannula hub which is not which is not provided by vetter or the supplier of vetter starting materials.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle experienced a crack with the plastic material of the cannula hub causing leakage. The following information was provided by the initial reporter: the defect was confirmed during sample examination. However, the leakage could be traced back to a crack within the plastic material of the cannula hub which is not which is not provided by vetter or the supplier of vetter starting materials.